Manufacturer narrative:
Initial reporter address and telephone: - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with vancomycin, intraperitoneally (dose and frequency was not reported). Five days later, the treatment with vancomycin was suspended and treatment for the fungal peritonitis with oral fluconazole was initiated (dose and frequency was not reported). On the same date, the patient¿s pd catheter was removed, dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. On an unreported date, in the month following the onset month, treatment with fluconazole was discontinued. On an unknown date, the patient was recovered from the peritonitis event. No additional information is available.